Manufacturer narrative:
The reported event of inappropriate therapy was confirmed. However the inappropriate therapy was due to device programming and not a device malfunction. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock. No intervention was done. The patient was stable.

Event description:
New information received notes that the device was explanted and replaced.